Manufacturer narrative:
The initial MDR 2432235-2014-00653 was filed on november 21, 2014. Additional information (10/31/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probes, wash station and aspiration probe 3. The cause of the discordant, falsely elevated troponin results is unknown the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely elevated troponin results is unknown. Siemens is investigating this issue.